Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the titanium tip broke during the pre-run test. The broken piece was retrieved by forceps and was discarded. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.